Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had a gradual rise in threshold. A new pace/sense lead was added and the high voltage portion of the lead remains in use. The patient is enrolled in the system longevity study (sls) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the lead had sustained failure to capture.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).